Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number was not provided. It is possible that during stent implantation interaction with the anatomy and/or other devices resulted in the stent to stretch/elongate; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Additionally a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. The reported patient effect of occlusion is listed in the supera peripheral stent system instructions for use as a potential adverse event of peripheral percutaneous intervention. The treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3; date of the procedure estimated as (B)(6) 2023. D4: the UDI is unknown due to the part/lot number was not provided.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. A supera stent may have become elongated during implantation and the stent became occluded. The stent was removed with surgery. There was no adverse patient sequela. Another supera stent was implanted to treat the procedure. No additional information was provided.